Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had no delivery alarm during fill the tube. The customer¿s blood glucose level was 76 mg/dl. Customer states replaced plunger and manually pushed plunger very slowly while keeping the reservoir straight, the insulin exited, but pump alarmed no delivery. The reservoir will be returned for analysis.